Manufacturer narrative:
Device technical analysis: the returned product consisted of a watchman flx delivery system (wds) with the implant deployed. The sheath, hub, core wire, device tip, and implant were visually and microscopically examined. Material buckling and numerous kinks were identified along the length of the sheath. The tri-cuts of the device tip were flared and abrasions were present inside the distal end of the sheath tip. Anchor damage was present on the implant; a tine was fractured and entangled. The tip and anchor damage were consistent with deployment, recapture, and redeployment in the patient anatomy. Product analysis could not confirm the reported event of device recapture difficulty as clinical circumstances could not be replicated. Product analysis confirmed the reported event of implant frame damage.

Event description:
It was reported that device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). Following deployment, resistance was encountered when attempting to recapture the closure device and damage was identified on the closure device frame. The closure device was recaptured and removed from the patient. The procedure was successfully completed with a second wds and closure device.

Event description:
It was reported that device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). Following deployment, resistance was encountered when attempting to recapture the closure device and damage was identified on the closure device frame. The closure device was recaptured and removed from the patient. The procedure was successfully completed with a second wds and closure device.